Event description:
It was reported the steering mechanism was difficult to apply. Upon investigation, it was observed a bushing was out of specification which may also result in the braking system not operating to specifications.